Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I tsh reagent lot number 67049ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Return testing was not completed as returns were not available. Historical performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 67049ud00.

Event description:
The customer observed a falsely elevated result for alinity thyroid stimulating hormone (tsh) for one patient. The result was not reported out. The customer repeated the patient with lower results on the architect. The following data provided: alinity result = >100 uiu/ml miu/l repeat result = 0.5 uiu/ml reference range = 0.35-4.94 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated result for alinity thyroid stimulating hormone (tsh) for one patient. The result was not reported out. The customer repeated the patient with lower results on the architect. The following data provided: alinity result = >100 uiu/ml miu/l repeat result = 0.5 uiu/ml. Reference range = 0.35-4.94 uiu/ml no impact to patient management was reported.